Event description:
It was reported that during surgery while positioning the spike arm using a hammer, the long nail spike was broken. The surgery was carried out using another spike, and all broken items have been discarded therefore they will not be returned. No pieces fell into patient.

Manufacturer narrative:
(B)(4). G2: jordan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, e1, e2, e3, g2, g3, g6, h1, h2, h3, h6, h11. Visual examination of the provided picture identified the device has one of the peg/spikes has broken off of the device. As the device was not returned further evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.